Manufacturer narrative:
(B)(4). Date sent: 5/22/2023.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2023. Batch #: x96g0l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tubal ligation the device would not articulate back to the home position. It was removed with the trocar still attached and another device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch #: x96e35. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to the generator and it was recognized. During the mechanical test, the iblade did not return when the trigger was released. Because the I blade was damaged not all functional testing could be performed with the generator. The device was disassembled to verify internal components, it was found that the I blade was broken at the articulation area. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number x96e35, and no non-conformances were identified.